Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil.

Event description:
It was reported that the patient presented in the clinic for a scheduled follow-up. Chest x-ray examination performed in-clinic showed the patient's right atrial (ra) lead dislodged into the superior vena cava (svc). Lead revision was scheduled and during procedure, the physician was able to retract the ra lead helix but was unable to extend it. The ra lead was explanted and replaced. The patient was stable.